Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high sodium (na) result generated by the unicel dxc 600 pro synchron clinical systems when coming out of standby. No false high result has been reported out of the lab. When repeated, the na result was believable and was reported out of the lab. There was no impact to patient treatment.

Manufacturer narrative:
The ise system is calibrated every 24 hours. Qc samples are run every 8 hours. A field service engineer (fse) was dispatched: the fse cleaned the cl electrode port and replaced the cl tip. The fse cleaned the na electrodes and rebuilt the ise ratio pump with new seals. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.